Manufacturer narrative:
Concomitant medical products: product ID: bi71000126, serial/lot : none. Product ID: bi71000125, serial/lot : none. Product ID: bi31000169, serial/lot : (B)(4). Product ID: bi31000170, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out and they found that charger board one had no output to battery tray one. Batteries were low, and the system would not expose. All 38 batteries and both charger boards were replaced. The system functions as intended. Both chargers boards were returned for product analysis. The analyses are still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when attempting to perform a spin, the image acquisition system(ias) makes a screeching noise and will intermittently not spin. The system batteries were completely dead and no longer holding a charge. There was no patient involvement. Additional information received from a manufacturer representative reported the failing charger boards were making a high pitch noise under load while exposing.

Manufacturer narrative:
H3, h6: the svc kit bi71000525 battery charger 1 (B)(6) and svc kit bi71000526 battery charger 2 (B)(6) were returned for analysis. Analysis found that the charger boards failed visual inspection. Charger 1 had an electrically over stressed component. Charger 2 was physically damaged and had electrical components broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.